Event description:
The patient alleged inability to test for 7 days due to power problems. During this time the pt did not give self insulin unless the pt started having high blood sugar symptoms. When the pt did have high symptoms, the pt would take 20-25 units of humalin 70/30. The pt stated the pt did not have any reactions or need medical intervention during the time the meter was not functioning. The pt stated the pt did not feel well during the time the pt could not test.